Event description:
Additional information was received from the hcp confirming the removal of the left ipg and extensions due to an infection along with the removal a small cyst from scalp connector site on (B)(6) 2024. The patient returned to the or on (B)(6) 2024 for delayed positive connector site cultures, prompting removal of the remainder of their dbs system (bilateral leads, burr hole covers and apparatus). Additional information was received from the rep that the patient was put on antibiotics and they would probably be reimplanted in 3 months. The information was confirmed with the healthcare provider (hcp).

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: section d references the main component of the system. Other medical products in use during the event include: product ID: 3708660, serial/lot #: (B)(6), ubd: 07-aug-2022, UDI#: (B)(4), product ID: 3708660, serial/lot #: (B)(6), ubd: 17-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.